Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the white residue in the air/water supply channel could not be established. Regarding the noise in image, the most probable cause is related to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of "there is a leak in the insertion tube between the 50 and 60 mark and there is also damage by the insertion tube limit mark that is from the scope being bent". This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was identified, in which white residue was found in air/water supply channel and noise in image. There was no patient involvement.